Event description:
Spontaneous: pt's wife reports a faulty cassette. While in use with patient at 38 ml left, pump started to beep with "no disposable" alert. Pt's wife tried to use this cassette in the backup pump and the same failure occurred. Patient was able to switch to the backup pump with a newly made cassette with no issue. Patient was caused no injury or harm and was able to continue infusion. Lot number: unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.